Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the left common femoral artery after a diagnostic procedure. Reportedly, hemostasis was successfully achieved with the device. However, the following day, the patient (with a history of peripheral vascular disease) had a posterior dissection (in the common femoral artery) leading to a leg amputation. Prolonged hospitalization was required. The physician does not suspect that the starclose device contributed to the amptutation. Though requested, additional information was not provided.